Event description:
Additional information: the patient¿s healthcare professional reported she had been a ¿bit uncomfortable at night¿ and she had a ¿little tightness¿ in her hands, but it was noted that was not unusual.

Event description:
Additional information received reported that the cause of the event remained unknown and the pump volumes continued to be monitored for discrepancies. On (B)(6) 2012, the pump was rechecked, and the expected reservoir volume (erv) was 13.6ml while the aspirated actual reservoir volume (arv) was 13ml, so there was no volume discrepancy. There was normal resistance and no problem with aspiration at that time. The aspirated pump contents were sent for analysis. It was noted that while the patient's spasticity remained well controlled, the patient had occasional tightness at night and occasional feet twitching. Valium was occasionally used at night; however, none was administered within 48 hours of (B)(6) 2012. The plan was to modify the patient's start time regarding the night time dose as per caregiver's request, and maintain intrathecal baclofen therapy at the present dose rate. The patient's caregiver was to observe the patient closely, and it was noted that oral baclofen was available if needed. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that during a pump refill a volume discrepancy occurred. The actual residual volume (arv) was 23ml while the expected residual volume (erv) was 2.4ml. The healthcare provider (hcp) had difficulty aspirating the drug and aspirated 23ml of clear fluid. The reporter stated that the hcp was confident that she was in the pump reservoir while aspirating. The reporter also stated that it took much longer aspirating, 40 minutes, and the hcp aspirated "tons of small air bubbles." The hcp filled the pump with 10ml of saline and was then able to aspirate without any bubbles or other difficulty. The hcp then filled the pump with 20ml of drug and sent the patient on their way. The caregiver was to monitor the patient. The hcp was to bring the patient back in 1-2 weeks to check reservoir symptoms. There were no abnormal pump logs. The patient did not have any under-dosing or other symptoms associated with the event. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID: 8711, lot# n170413021, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).